Event description:
It was reported that during the sling procedure, physician felt the shealth was difficult to remove. The physician believes that the difficulty encountered removing the sheath may have affected the placement of tape and this has led to residual urine. Physician has yet to determine a specific plan of treatment.